Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient an unspecified "issue" against the left device. Surgery was performed where physician "removed the implant, treated the area then put it back.¿ healthcare professional reported issue as capsular contracture, baker grade iii. The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.